Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with a 325 cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, bilateral prosthesis replacement with 325 cc mentor memorygel breast implants was performed on (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture, consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).